Event description:
Triple transducer changed at 0900 on 16 february 1992. At 1200 on 16 february 1992 fluid noted to drip continuously per flush bag of heparin. Trouble shooting done and arterial line "flush" mechanisms functioning appropriately. Questionable faulty rubber stopper in valve in transducer housingdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, actual device involved in incident was evaluated, actual device involved in incident was evaluated, other, other. Results of evaluation: invalid data. Conclusion: device failed during assembly, device failed just prior to use. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, invalid data. The device was not destroyed/disposed of.